Manufacturer narrative:
Na.

Event description:
The customer was using the norco over door exercise pulley to help improve the range of motion and coordination. The product comes with a cord, a small plastic pulley mechanism and a handle and its intended for slow, passive stretching. As per customer after using the pulley for a while, the plastic pulley gets hot by touch and burned one of their pts hand when the pt touched the plastic pulley.